Event description:
It was reported that there was a lack of aspiration. An angiojet solent proxi was selected for a thrombectomy procedure in the femoral artery. The device was prepped and then as soon as they started doing thrombectomy during the procedure, fluid was not returning. It was noted that the pump was leaking. The procedure was completed with another of the same device. There were no patient complications reported.